Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had physical damage. Blood glucose at the time of the incident is unknown. The customer explained that there was a missing piece and cracks on the reservoir compartment and cracks on the corners of the display. The customer stated that the insulin pump kept beeping during prime and would not prime. The customer was not aware of what caused the damage. It was advised to discontinue the use insulin pump and revert to a back-up plan. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with partially broken reservoir tube lip, minor scratched display window, cracked case at display window corner, broken belt clip slot, cracked battery tube threads, cracked case, cracked reservoir tube, cracked display window and stained end cap sticker. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.